Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the ins was burning. There was new pain. Patient (pt) reports that she will occasionally feel burning around the ins site. She says it happens a couple times a month and that the burning will last anywhere from 5 minutes to 20 minutes. She says this has been going on since it was implanted and she says that it is still happening even though her battery has not been charged in 1.5 years. The patient later reported since implant they experienced a burning sensation at the site of the ins; felt like it would get super hot. The sensation would occur whether or not the ins was charged, and they still feel it to this day, even after not using the ins for many years.  Patient stopped taking their 20-something medications and stopped using therapy, so their doctors dropped them as a patient. Patient mentioned their battery was located in their left love handle. The patient was redirected to their healthcare provider to further address the issue. Agent additionally offered to email the reps in the area to see if someone would be able to restart the patient's battery, as it was likely over discharged and replacing their equipment would still not allow them to meet with the MRI tech to have the MRI. Agent additionally sent email to pt with physician listing, because they mentioned they may just want to have the ins removed.